Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd888511, gd887034, gd883512, and gd887695. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date the patient had an exit site infection. In (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized due to peritonitis on an unreported date in (B)(6) 2011. Treatment rendered for the event was not reported. On an unreported date in (B)(6) 2011, the patient was discharged from the hospital. The patient had recovered from peritonitis with culture positive for pseudomonas; however, outcome for the exit site infection was not reported. On an unreported date in 2011, dianeal therapy was withdrawn, and the patient was switched to hemodialysis. Per the nurse, peritonitis with culture positive for pseudomonas was not related to the dianeal therapy, however, for exit site infection it was not reported.